Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. Additionally, the pump touch screen was unresponsive and boluses were not "always completed". There was no reported impact to customer's blood glucose level. Customer declined a follow up from tandem technical support and no further information was provided.